Event description:
Event description cpi received information that during the implant procedure after the patient is induced the implantable cardioverter defibrillator (ICD) diverts the charge. The patient was externally rescued. Some noise was eliminated on the electrograms after a zoll external defibrillator was disconnected.